Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic incisional hernia, in the act of stapling, the surgeon was able to press the green button but the device did not fire. There was also a crack that made it impossible to release the staples, being necessary to change the stapler. There was no patient injury.